Event description:
It was reported that a wearable issue occurred. The sensor was inserted into the arm. The date of event is an approximation. On (B)(6)2025, it was reported that the patient was hospitalized for dka due to a wearable failure. The patient was wearing a betabioincs ilet insulin pump. No specific patient symptoms were reported. The patient was treated with insulin and an unspecified nausea medication. It was not specified how long the patient was hospitalized prior to discharge. The patient was ¿okay¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.